Event description:
It was reported that during the deployment of a vena cava filter, two filter legs crossed and could not fully expand. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.